Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay the customer alleges poor sensitivity of the assay based on an internal study performed on two specimens collected from symptomatic patients. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding the complaints that alleges false negative ( false sensitivity) results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0215593 bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Product was not returned. Retention testing was not performed because the material had expired prior to testing, retained and returned materials past expiry will not be tested. A corrective and preventive action (CAPA) was initiated ((B)(4)) to investigate the root cause. Mitigating actions have been put in to place to address recurrence. An investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay the customer alleges poor sensitivity of the assay based on an internal study performed on two specimens collected from symptomatic patients. There was no report of patient impact. Eua # (B)(4).